Manufacturer narrative:
Investigation into the reported problem revealed a software bug that prevents alarm escalation if the xhibit telemetry receiver has been running for longer than 25 days without being rebooted. A spacelabs technical support engineer remotely connected to the customer's telemetry system and restarted all xhibit telemetry receivers to resolve the reported problem. Spacelabs has advised the customer that their alarm settings could be adjusted, or that the xtrs need to be rebooted routinely, but no later than 24 days from the last restart, to prevent recurrence of the problem.

Event description:
Spacelabs was notified that technical alarms generated from the xhibit telemetry receivers (xtr) are not escalating priorities as expected. There is no patient harm reported with this event.